Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor errors, esc button had to press multiple times to work and insulin had shot or squirted from infusion set when priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had received false or unexplainable no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test.